Manufacturer narrative:
The device history record (DHR) confirmed that the ilet passed all manufacturing specifications prior to release. Upon return, the device was found to have a broken luer connector in the insulin drug chamber; no abnormal wear was noted on the exterior. The timing and relevance of this damage could not be determined. Device logs showed that insulin dosing and alerts functioned as intended. On (B)(6) 2025, rising glucose levels preceded two "usual dinner" meal announcements at 4:20pm and 6:00pm. Multiple alarms for low and falling glucose were triggered starting at 8:59 pm, but were not acknowledged. Hypoglycemia occurred at approximately 9:00 pm that evening. The cgm glucose then rose briefly out of the hypoglycemic range and then proceeded to decline again. Multiple alarms for low and falling glucose were triggered starting at 9:49 pm but were not acknowledged. Cgm glucose reached <40 mg/dl at 10:24 pm time and continued until 12:00am on (B)(6) 2025, when cgm data ceased and sensor signal loss and failure alarms began. The device audio setting was low. Documentation indicates the user was utilizing humalog u-200 insulin, a concentrated formulation not indicated for use in the ilet, as outlined in product labeling and training. It was also reported that the user may have been injecting additional long-acting basal insulin consistent with the total daily dose from the ilet being far lower than their pre-ilet total daily dose from their multiple daily injection regimen. No device malfunction was identified based on device log data. An update will be submitted should additional information be received.

Event description:
On 03-jun-2025, a clinical diabetes specialist (cds) reported that a user passed away on (B)(6) 2025 near 12:00 am. Per the healthcare provider, the user experienced severe low blood glucose prior to death. Paramedics attempted resuscitation. No additional clinical details were provided.